Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result (0.218 ng/ml) from a single patient sample processed on the vitros eciq immunodiagnostic system. The higher than expected patient result was not reported from the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the sample was retested and it is assumed that the retest was performed due to the physician questioning the affected result. The retest result (0.013 ng/ml) was believed to be the true result and a corrected result was reported. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es patient result was obtained while using the vitros eciq immunodiagnostic system. There is no evidence that an instrument related and/or a reagent related issue contributing to the event. Additionally, the sample was not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation could not determine a definitive root cause.